Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the ventricle contact spring was missing from the pacemaker which would not allow to perform additional testing. After replacing the contact spring, capture testing was performed and the output indicated normal results. Further bench testing was performed and no anomalies were found. Visual analysis using a scanning electron microscope confirmed foreign material surrounding the ventricular contact spring location to be epoxy which prevented the contact spring from attaching to the pacemaker properly. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the ventricle contact spring area. As a result of these findings, abbott is performing further investigation.

Event description:
This report is to advise of an event observed during analysis.